Event description:
Information was received indicating that this ambulatory infusion pump did not alarm when the medication level was low. The patient noticed that their infusion had stopped for about 20 minutes. The patient was able to restart their infusion at the current dose using a second pump. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in a damaged condition. The device history log was reviewed finding that multiple infusions were affected. The pump was powered on, attach cassette test pump, and a visual inspection was performed. In review of the event log, many of the infusions reported, the pump did not run long enough to activate the "reservoir volume alarm". Visual inspection of the pump found front and rear housings damaged and the battery door cracked. Based on the evidence, the problem source is unknown as the complaint could not be confirmed as the pump ran as programmed.